Manufacturer narrative:
Concomitant medical product: product ID 97745bp serial# (B)(6) product type accessory product ID 97745nt serial# (B)(6) product type product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the complaint was unverified. They found no issues with the controller going blank when the rtm is plugged in. Analysis found there was insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller was "finicky" when trying to charge the implantable neurostimulator (ins); the controller "died" even when it had power when they charged their ins. They noticed it took longer than normal when looking for the device and the message "no device found" appeared when they charged the ins. The controller screen went bright and a "software problem" message (1-intellis, 2-3.6, 3-243, 4-qf_port) appeared afterwards when charging the ins. The recharger was not charging the ins. There was no visible damage on the equipment and the recharger became warm. The caller reset the controller and they were able to unlock the controller. The controller battery was at 90% and the ins battery was at 40%. The caller initiated a charge session and they were able to connect with an "excellent" recharge quality. The issue was not resolved. A replacement device was requested. Additional information was received from a manufacturer representative (rep) and a patient representative on (B)(6)2023. It was reported that rep called after speaking to pt and their guardian who stated that they were having increasing difficulty with pt's controller as the screen goes black during use. Pt stated to rep that they could repeatedly take the lithium battery pack out and put it back into the controller and it would eventually work for a short period of time. Rep stated that pt had been on hold with the manufacturer's patient services for about 45 minutes before they got disconnected. Rep attempted to bring the pt on a conference call but the pt did not answer. Rep stated they would call back once they were able to get in touch with the pt for more information and troubleshooting. Rep called back with pt's mother on the line who referenced that this was the same problem from (B)(6)2022. An recharger had been sent at that time, but pt's mother stated that the same problem has intermittently persisted. No symptoms were reported. A replacement controller was sent out. A friend/family member was calling back on (B)(6)2023 on patients behalf and states that the patient is still having same issue and now is seeing software problem. Patient services (pss) reviewed message and advised these messages can pop up and recommended reset and caller states they have done this. Caller states the patient also is still having same issues as previously reported (screen goes blank and has to restart). Caller states the manufacturer representative (rep) advised to get a lithium battery shipped. A replacement battery pack was sent out. No symptoms were reported.